Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2018 due to fracture. No further information was available.

Event description:
New information noted that the fracture was discovered at a routine device interrogation. The lead also exhibited noise that was oversensed and led to brief moments of pacing inhibition. The patient was stable post-procedure.